Manufacturer narrative:
Product complaint (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
An article/literature was received entitled "metaphyseal sleeves for revision total knee arthroplasty: good short-term outcomes¿. Literature article "metaphyseal sleeves for revision total knee arthroplasty: good short-term outcomes" by kate e. Bugler et al. Published by the journal of arthroplasty was reviewed. The article purpose: to assess the short term outcomes of the use of metaphyseal sleeves in revision tka. The article reports: this was a study based on a prospective database was compiled of 109 patients undergoing revision tka using a metaphyseal sleeve from depuy. Of the 45 patients remaining after exclusion criteria was applied, full follow up of at least two years was obtained in 35 revision knee arthroplasties. Good patient reported outcomes were found in all measures used. Knee society scores were good or excellent in 83% of patients. There was one intraoperative complications: tibial fracture. There were two early post operative complications: myocardial infarction and wound dehiscence. There were two late post operative complications: joint instability and a femoral fracture. Cement usage was not mentioned. Patella resurfacing was also not conducted in these patients. Stems were also used in most cases and will thus be coded for. Depuy products involved: pfc sigma. Complications: myocardial infarction (1), intra-op tibial fracture (1), wound dehiscence (1), joint instability (1), post-op femoral fracture (1), wound healing delayed (1), surgical intervention (4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.